Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states for 6 months seems to be taking longer to charge. Pt states he's getting the same amount of coupling boxes and just seems to be working harder. Reviewed to monitor. Patient redirected to healthcare provider (hcp). No symptoms/patient complications reported.